Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the keyboard was not functioning, and the device became stuck on the reboot screen. A technical support specialist (tss) remotely accessed the station via remote support service (rss), reviewed driver settings, and rebooted the device to confirm keyboard functionality. The attempts were made to contact the customer but there was no response received. As the keyboard issue was resolved and no further feedback was received, the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue of the device.